Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image was not displayed due to damage to the charge coupled device unit and the electrical contact of the video connector being shaved. It was also noted that water tightness was lost due to a pinhole on the bending section rubber and the bending tube had a dent. There were scratches noted throughout the device and the bending angle in the up direction did not meet standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and the right/left lever did not meet smoothly due to a dent on the bending tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope had poor video output and image did not appear. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.